Event description:
In 2009, the pt reported she noticed an air bubble in the cartridge of her insulin infusion device. She stated the air bubble was small and located at the top of the cartridge. The pt successfully primed out the air bubble. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.